Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Retainer ring = clear. Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. Insulin pump was monitored and functioning properly. Unit was programmed with multiple bolus deliveries and monitored with a water filled reservoir. All bolus delivered completely with their indicated amounts with water exiting the infusion set and all boluses were properly recorded in the bolus history screen. No bolus anomaly noted. Pump received with pillowing keypad overlay and cracked retainer. Test reservoir lock properly inside the reservoir tube.

Event description:
(B)(4). Initial notes: customer says that he went to sleep at 12:30am and bg was 202 and customer bolused 3.4 units and the basal rate is 1.3 nits per hour. Bg dropped to 90. Customer got out of bed and checked bg and it matched the sg at 90. Customer had a glucose gel and waited 20 min and checked bg to see if it rose, but bg was only 88. Customer is unsure of why, unsure if its pump related. Took the set out. Customer ate more glucose gel . And then bg came up to 119. This morning bg was 204. Says in the last 2 weeks has had issues. Customer also reports sg vs bg issues inquired what led up to the complaint. Customer response: customer is having concerns with pump customer's outcome pertaining to the complaint: replacing the pump, expl rpl policy. Replacing it as a process of elimination, customer is aware of sg vs bg causes, low bg causes, will monitor and call back as needed. Customer is getting a new transmitter this week by pos so customer will monitor to see if issues on cgm improve additional notes: bg: various bg's (other) not specified. (B)(4).